Event description:
The customer's father stated that the customer was hospitalized for high blood glucose levels. No blood glucose reading was reported for the hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the father did not have the tubing clamp to run the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.